Event description:
It was reported that one large volume infusor elastomeric device was observed with no flow. According to the report, the customer stated that the fluorouracil solution did not infuse into the patient. No adverse event was reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One unfilled companion sample was received for evaluation. A visual inspection and functional flow test were performed on the companion sample. No nonconformances were identified; flow was observed at the distal luer. Evaluation of the companion sample was unable to confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.